Manufacturer narrative:
Bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for (B)(6) with the incident lot was not observed for the incident lot and no issues were identified.

Event description:
It was reported while using the bd vacutainer® ppt¿ plasma preparation tube k2e 9.0 mg, that the tubes were clogging and not clearing.